Manufacturer narrative:
The false negative results obtained on the 3 patient samples were not reported; no harm to patients. Ortho offered to have service go on site to perform a health check on the provue to ensure all is operational. Customer does not want service. Customer has rerun almost 60 samples on provue vs manual bench and all results match. Customer believes it is sample related. (B)(4). Report 3 of 3.

Event description:
Customer reported false negative results on provue with 3 samples known to have an anti-m. Customer repeated testing of the samples in manual gel, using the same lot of 0.8% surgiscreen and igg gel card as the one used on the provue, and obtained weak positive to 1+ reaction in manual gel. (B)(6). The false negative results obtained on the 3 patient samples were not reported; no harm to patients. Medical director requested that all samples run on provue be rechecked manually. Since then, approximately 50 patient samples were rerun and all results match (none of the samples contained anti-m). Troubleshooting: ortho care provided the following explanation: provue and manual gel do have differences that can contribute to differences in reactions especially when it is dealing with a temperature dependent antibody such as an anti-m. Anti-m may react at room temperature (rt) or 37°c, or both. If the antibody reacts optimally at rt, exposure of the gel cards to the 35°c to 39°c temperature range on the analyzer prior to testing could reduce or eliminate the reactivity of anti-m antibody. Besides physical differences between manual gel and the provue, the most probable cause is the pre-incubation at 37c during pipetting that occurs on the provue vs manual gel, especially if the batch size is large as in these cases. Each gel card sat at 37c for some time prior to pipetting. However, without sample this is only theoretical. Ortho offered to have service go on site to perform a health check on the provue to ensure all is operational. Customer does not want service. Customer has rerun almost 60 samples on provue vs manual bench and all results match. Customer believes it is sample related. Customer confirmed that they are incubating 15 min on manual bench. Customer (B)(6) states that they are expecting a new sample from the same patient next month. She will try smaller batch to minimize the pre-incubation period.